Event description:
It was reported through a product return form that a vns patient underwent generator and lead replacement surgery; however the reason for surgery indicated on the form was question mark next to a lead discontinuity box. The explanted generator and portion of the lead was returned to the manufacturer for analysis. Analysis of the returned lead indicated that a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Moreover, good faith attempts to obtain further information from the explanting site and treating physician have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Initial report inadvertently did not list type of report, which should have had read 30 day report.